Manufacturer narrative:
Other: pain.: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal operation on lower back to fuse spine with a series of rods and screws. Post-op, six month after the surgery the implanted screw was loosed and cracked. Surgeon who performed the operation was hesitant into correcting the problem. Patient was left in pain and health was declining.